Event description:
It was reported that the right ventricular (rv) lead exhibited impedance issues and high pacing thresholds. Subsequently, the patient underwent a revision procedure, and the rv lead was surgically abandoned and replaced. Also, the non-boston scientific pulse generator was explanted and replaced due to normal battery depletion. No additional adverse patient effects were reported.